Event description:
It was reported that the device does not recognize 3ml and 1ml syringes. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was chipped and front corner was cracked. During start-up flow, occlusion testing and checking calibration, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced size pot as a preventative measure and left plunger case.